Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak inside the cassette door following treatment. The cycler had alarmed for a blocked pt line during treatment and was making unexpected noise. The pt had completed treatment when he discovered the leak. The pt was advised to contact his pd nurse and discontinue using the cycler. The set was discarded. During follow up, the pt reported his effluent has remained clear. There were no signs of infection and no prophylactic antibiotics were prescribed. No adverse event reported at this time.